Manufacturer narrative:
Multiple attempts were made to obtain additional information, but it was confirmed that no information could be provided. The device was not returned for analysis. Complaint conclusion: as reported by an affiliate, an unknown coil could not pass through the prowler microcatheter (606051fx/15896053). The continuous flush through the microcatheter had been maintained. It is unknown if the microcatheter was removed with the coil. No additional information could be obtained. The device was not returned for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The resistance between the coil and microcatheter could not be confirmed since the devices were not returned for analysis. In addition, with the minimal information provided, it is not possible to determine what factors may have contributed to the complaint. There is no evidence that the complaint was related to a design or manufacturing issue, therefore, no corrective actions will be taken.

Manufacturer narrative:
The preliminary analysis received on (B)(6) 2014 revealed that the catheter had burst. Complaint conclusion: as reported by an affiliate, a coil could not pass through the prowler microcatheter (B)(4). The continuous flush through the microcatheter had been maintained. No additional information could be obtained. It is unknown if the microcatheter was removed with the coil. The device was returned for analysis. A non-sterile prowler 10 dmb f shape was received coiled inside of a coil dispenser inside of a plastic bag. The microcatheter was inspected, and a burst condition was noted on the catheter. No other anomalies were noted on the device. The microcatheter was inspected under microscope, and the burst found on the visual analysis was confirmed. Additionally an x-ray was performed on it and no obstructions were noted on the microcatheter. The inside diameter from the microcatheter was measured and was found within specification. There was an attempt to flush the microcatheter using a lab sample syringe, but the water could not pass through of the device. After that a 0.014¿¿ cordis guide wire (lab sample) was introduced from the hub and it became stuck inside of the microcatheter. The microcatheter was cut and the guide wire was inserted again from the hub, and additional force was applied over the guide wire so it could advance into the microcatheter until residues of dry blood came out of the device from the cut section. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported microcatheter obstruction was confirmed. The coil brand or size used with the received device is unknown, but the maximum outside diameter of devices used with the prowler 10 is 0.012. Although it was reported that a continuous flush was maintained, residues of blood suggest that the flush may not have been maintained and the residue may have contributed to the resistance. The burst condition found on the device was apparently caused by applying excessive pressure, but it could not be conclusively determined. Procedural factors appear to have contributed to the catheter damage (applying pressure against resistance, not having an adequate flush). Neither the analysis nor the DHR suggest that the failure reported could be related to the manufacturing process. Additionally inspections are in place that prevents these kinds of failures from leaving from the facility. Therefore no corrective action will be taken at this time.

Event description:
As reported by an affiliate, a coil could not pass through the prowler microcatheter (B)(4). The continuous flush through the microcatheter had been maintained. No additional information has been provided. It is unknown if the microcatheter was removed with the coil.

Manufacturer narrative:
(B)(4). Information regarding concomitant medication or device or patient age, gender, and weight were not reported. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
The device was returned for analysis on 3/21/2014; however, the analysis has not yet been completed. Additional information will be submitted within 30 days of receipt.